Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was returned disassembled with missing components. The timing of the event remains unknown, however, the malfunction was reported to not have impacted any surgical procedures. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional showed signs of repeated use (nicked or gouaged), and both ball bearings and springs were confirmed to be disassembled and missing from the device. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue initiated a field action to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The device associated with this event was manufactured prior to the design change. The root cause of the reported issue is attributed to the previously referenced design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.